Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a motor error during the rewind and that the insulin pump shut off completely. The parent did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.